Event description:
It was reported that a non-preloaded three-piece spherical monofocal intraocular lens (iol) haptic was broken. The issue was identified during the implantation or application process. The lens was inserted and removed during the same procedure, resulting in a delay. No further information is available.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section e1: title, email address, city, telephone number: unknown, information not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.